Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle lever was out of the normal state due to the extension of the angle wire. The bending section cover adhesive is discolored. The forceps elevator lever / forceps lever operating force exceeded the standard value due to wear of the forceps elevator lever. There were scratches on the video cable due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the distributor, the angle was down on the endoeye flex 3d deflectable videoscope immediately after repair. No patient harm reported. During the evaluation of the device, it was noted the color tone of the image was abnormal due to damage of the charge-coupled device. This report is to capture the reportable malfunction of the color tone of the image was abnormal due to damage of the charge-coupled device noted at estimation.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 23-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event was most likely caused by the ccd cable and electrical components having a temporary contact failure and the curved part was deformed or the angle wire was stretched due to external stress on the curved part. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "Methods listed as ¿compatible¿ are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions." Olympus will continue to monitor field performance for this device.